Manufacturer narrative:
(B)(4). The device has been received, and the condition was confirmed by service. "This is an ancillary service event opened during investigation of (B)(4)." The root cause of the low battery alarm was determined to be a cracked power supply printed circuit board.¿ to correct the condition the power supply was replaced. "The device was serviced and restored to a good working condition." If any additional information is received a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have experienced a battery low alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event." No additional information is available.